Event description:
On july 1, 2009, the lay-user pt contacted lifescan alleging that the one touch ultra2 meter is giving multiple issues including apply sample, error 2, and calcode. A no response letter was sent to the pt. This complaint is classified according to the documentation of the customer care advocate. The pt claimed that the product issues apply sample, error 2, and calcode) began approximately 2-3 weeks ago at 12-1pm prior to contacting lfs. The pt stated that he was able to use another meter. Sometime later that day, the pt reportedly developed symptoms described as "headache, dry mouth, shaky, and dizzy." The pt refused to answer any other questions about the incident on the day in question. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the calcode issue, the error 2, and the apply sample message were resolved with training. This complaint is being reported because the pt claimed he had symptoms that can be associated with hypoglycemia after the product issues began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.